Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined from the limited films provided. Complete pre-implant CT¿s and angiograms during the implant were not available for review, and CT¿s post-implant were not provided. Images during the rupture event and during implant of the 3 limbs were not seen in the films provided. A single returned pre-implant 3-d CT recon revealed that the patient had an aneurysmal left common iliac artery near the mid-length of the lcia, which was also severely tortuous (acutely angulated >90 deg) and extensively calcified. A returned still angiogram during implant revealed that three (3) endurant iliac limbs had been implanted into the left common iliac arteries. The limbs were positioned proximally from ~10mm above the distal aorta, extending distally to the left internal iliac artery. All vessels outside the stent graft were patent, and no endoleak was seen. It appears likely that implanting within the severely angulated and diseased left common iliac likely led to the intraoperative rupture of the iliac artery aneurysm. Patient anatomy also likely contributed to the implanting the proximal limb partially covering the origin of the rcia. The likely cause of the acute type IV endoleak was fabric porosity. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Off label use implanting device in iliac aaa. Fdc - conclusion not yet available - evaluation in progress.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 3.5 cm aneurysm in the left common iliac artery on. It was reported that, during the index procedure, a 16 french sheath was inserted followed by the (B)(4) device. Difficulty was encountered during delivery of the delivery system and the patient¿s blood pressure dropped to the 40-49 range. An angiogram was performed and discovered that the aneurysm had ruptured. The physician finished implanting the (B)(4) device and a (B)(4) device was implanted up to the bifurcation of the internal iliac artery. A touch up with a reliant balloon was performed and a type IV endoleak was observed. A second (B)(4) device was implanted to reinforce the already implanted stent grafts and the endoleak resolved. However, the proximal side of the stent graft was protruding into the aorta and blocking blood flow into the right iliac artery. Another manufacturer¿s stent was implanted using the kissing technique. It was reported that this resolved the event. The physician stated that the cause of the event was severely tortuous vessel morphology. No additional clinical sequelae were reported and the patient is fine. No additional intervention is planned.